Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure to remove the right-sided lead and burr hole cover (bhc) due to infection. The patient experienced fluid discharge at the affected site. Antibiotic therapy was initiated to manage the infection, and cultures were obtained; however, the results were not disclosed. The patient is doing well following the procedure. All explanted components were discarded and will not return for analysis.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure to remove the right-sided lead and burr hole cover (bhc) due to infection. The patient experienced fluid discharge at the affected site. Antibiotic therapy was initiated to manage the infection, and cultures were obtained; however, the results were not disclosed. The patient is doing well following the procedure. All explanted components were discarded and will not return for analysis.

Manufacturer narrative:
Correction to block: h6. Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7112735, UDI: (B)(4).